Event description:
It was reported that a high risk patient with multiple medical complications had 500 ml of heparinized saline empty into the patient. H was concluded by the clinician that the solution drained into the patient due to the fact that the flush device remained open after taking the blood sample. The patient bled, and the blood pressure dropped. The patient had a right sided stroke, leaving no movement. Evaluation of the device revealed that it was within specification and could not duplicate the customer's report.